Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 1 second. The device was removed without any problems and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.